Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion test. The insulin pump primed properly. The insulin pump had a cracked case at the display window corners.

Event description:
It was reported that the customer's insulin pump was pushed out of the reservoir, during a prime fill procedure. The customer's blood glucose was 7 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to theparadigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).